Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified left antebrachial arteriovenous graft. A 8.0x40, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated 7 times for 30 seconds per inflation. The patient experienced pharynx discomfort and had rashes. The physician considered that the patient may be allergic to the contrast agent and switched to carbon dioxide. Non-mustang balloon catheters were then used with no symptoms as a result. The patient was treated with steroids and no further patient complications were reported.